Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Manufacturer report number: 1627487-2020-00016. It was reported the patient was receiving ineffective stimulation due to ipg turning on and off. Reportedly, the patient is also experiencing pain down their legs. Diagnostics indicated that the patient had high impedances. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.